Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported the patient felt ill and went to the hospital. While there, the device was interrogated and 3.5v was found on v lead auto capture. It is believed this lead may have an insulation issue. Threshold was around 1.0v with bipolar and impedance was 180 ohms in bipolar and 300 ohms in unipolar. V pacing rate had been 100 percent before this and it was 85 percent at this time. Oversensing occurred after ap or as. At first the concern was with the OEM pacemaker, but later it was reported this lead had also been removed with the pacemaker and both were replaced. This lead was discarded at the hospital.